Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the phenomenon occurred due to defect of the video cable. Olympus will continue to monitor field performance for this device.

Event description:
The same device was used, but with a different channel. The repair was canceled and the hospital plans to repurchase video cables to replace the faulty ones.

Event description:
The customer reported to olympus, the olympus video system center had no output from the video interface. The issue was found during preparation for use for a diagnostic gastroscopy. There was no delay and the patient was not under anesthesia. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.